Manufacturer narrative:
Per the good faith effort (gfe) response, no repairs were completed by the field service engineer, as the customer declined service and repair. The multi-vendor/clinical engineering department has handled the service call/incident. Based on the available information, the investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint from a customer regarding a v60 ventilator, reporting that the device¿s detection tube was disconnected. The device was in use on a patient at the time the issue was discovered; however, no harm occurred to the patient or user. The ventilator was immediately replaced with another device, and no medical intervention or delay in therapy was reported. The customer evaluated the device with assistance from the remote service engineer (rse) and confirmed the reported problem. The issue occurred during clinical use while the ventilator was operating in conjunction with extended display/workstation/peripheral equipment, including patient monitoring and ECG equipment. This was the first occurrence of the issue, and no accessories were connected at the time of the event. The actual problem reported was that the o2 waveform could not be detected. Under normal conditions, the expected behavior would be normal or limited o2 waveform functionality. The loss of waveform functionality impacted the user¿s ability to complete clinical assessment or operate the device as intended. As a result, the patient was transferred to another ventilator to continue therapy. It was confirmed that the detection tube was disconnected and that the issue was oxygen related. The air-oxygen module was reported to have malfunctioned. The investigation is ongoing.